Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jul2020.

Event description:
It was reported to philips that the device had a alarm led failure. The device was being used on a patient at the time of the event. There was no patient or user harm reported. The philips service engineer (se) evaluated the ventilator and confirmed the reported problem which was traced to a faulty power switch overlay. The se replaced the power switch overlay to resolve the issue. The device successfully passed all required testing, and remains at the customer site.

Manufacturer narrative:
G4: 22oct2020. B4: 26oct2020. The power membrane overlay assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the power membrane overlay assembly revealed no evidence of damage or contamination. The power membrane overlay assembly was installed into the fi test ventilator in an attempt to duplicate the reported problem. The reported complaint was duplicated and was caused by a broken trace on the alarm (red) led. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.